Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error codes 1260 and 1261. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that problem error 1260 and error 1261 were verified by functional testing. The cause is the pwa board. Replaced the pwa board to correct the issue. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.